Manufacturer narrative:
The screws in question are tightened with a torque limiting driver; the sales representative at the surgery in question indicates that a new unused driver was used to tighten the screws. The nexel surgical technique states on page 24 "the elbow torque driver is designed for single-surgery." No other complaints of any type have been reported for driver part or lot number. No devices or photos were returned therefore a determination on the condition of the components could not be made. Review of the device history records did not find any deviations or anomalies for the screws. The device was used for treatment. No other complaints of any type have been reported for these screws part or lot number. With the provided information an exact cause could not be determined. The investigation could not verify or identify any evidence of product contribution to the reported problem. Based on the investigation, the need for corrective action is not indicated. Should additional substantive information be received, the complaint will be reopened. Zimmer, inc. Considers the investigation closed.

Event description:
It was reported that one of the 2 screws used to secure the bearing into the humeral component stripped upon final tightening. The screw was tight and could not be removed.

Manufacturer narrative:
This report will be amended when our investigation is complete.